Event description:
Add'l failure of pads adaptor cable (m1750) subsequent to medwatch voluntary report and mandatory reports. All particulars and discriptions apply. The problem results in misidentification of cable, inability to discharge greater than 50 joules and inability to pace pt. The misidentification and functional failure of the cable occurs in the same manner as previous. The number of cable failures with this failure mode now total eight.